Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair with the ultra fast fix, its t2 cannot stay locked, the procedure was successfully completed using a smith and nephew back up device and it is unknown if there was a delay on the procedure. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor and suture were detached from the needle. The t1 anchor was not returned as it was cut loose from the patient with t2 not staying penetrated. No physical damage visible to the device. No physical evidence that t2 could not stay penetrated behind the meniscus. A functional evaluation could not be preformed as t2 anchor was detached from the needle. A review of the customer provided image confirmed the batch number and product number. The image also revealed the device was outside of original packaging. The t1 anchor was removed from the device. The t2 anchor was attached to the distal tip of the needle as it had been actuated forward. No physical damage visible to the imaged device. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.